Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the photo showed the transfer set with the bushing / tubing slipped back from the patient adapter. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address - (B)(6). Clinique dialyse peritoneale - 2nd floor should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter adapter of a peritoneal dialysis (pd) transfer set was loosely connected and beginning to separate from the silicone tubing. The nurse observed this unusual looseness of the catheter adapter at the junction between the silicone tubing while the device was connected to the patient for pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.